Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code 9. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur; the customer was instructed to call back if it does happen again and acknowledged the understanding of these instructions.